Event description:
It was reported that the device exhibited downstream occlusion (dso) seal degradation. The event occurred before infusion; there was no patient involvement and no patient harm.

Manufacturer narrative:
One device was returned for evaluation. Visual inspection revealed the downstream occlusion (dso) seal bubbled, worn upstream occlusion (uso) seal, and scratched lcd lens. Event history log review was not applicable. Functional testing was able to verify the reported issue. The root cause was determined to be the dso seal. The dso seal was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.